Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube. This event occurred one time. The following information was provided by the initial reporter. The customer stated: it was reported by the customer received tube with fly in it.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with thirty (30) retention samples from bd inventory, were evaluated by visual examination. Bd is able to confirm the reported defect of foreign matter in the returned customer sample, but all retain testing was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube. This event occurred one time. The following information was provided by the initial reporter. The customer stated: it was reported by the customer received tube with fly in it.